Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic bariatric sleeve, when the load was fired, the handle made a noise. For the second firing device did not fire. The device was difficult to unload. Another handle was used to complete the case. There was no patient injury.